Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. Visual observations internal to the motor identified: excessive motor bearing wear with shaft end play, and black material around the bearing. Also the outer gearbox bearing is worn, with the bearing cage broken, and disintegrated. Visual but incidental observations other than internal to the motor are: an impression on the motor tape from the lower bearing housing. The internal motor inspection was invasive, so the motor assembly was replaced.